Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that a left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regiment of aspirin at the time of index procedure. A lotus introducer sheath was placed, and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve, involving successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day post index procedure, the subject developed left bundle branch block hospitalization was prolonged for further evaluation and treatment. At the time of reporting the event was considered recovering.